Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a debulking procedure, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted: the photo depicts the device in a plastic bag. Visual inspection noted that the instrument was fully applied with the interlock engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaw revealed acceptable jaw co-planarity. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a debulking procedure, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case. There was no patient injury.